Event description:
It was reported that the patient¿s ilet pump battery depleted after the charger was misplaced, leading to hyperglycemia and an ER visit, with subsequent hospitalization for suspected dka; a replacement charger was provided and education and troubleshooting were completed. Symptoms included confusion, excessive thirst, and slight dizziness. Outcomes included hospitalization and administration of exogenous insulin, with recovery and resumption of ilet therapy. Investigation included complaint intake, clinical assessment of the hyperglycemia event, and troubleshooting with provision of a goodwill replacement charger. Investigation of this case revealed a device usability issue related to loss of charging capability resulting in pump battery depletion and interruption of insulin delivery, consistent with hyperglycemia due to unavailable insulin from the device. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.